Event description:
It was reported patient experienced discomfort at the ipg site due to ipg moving around in the pocket. Surgical intervention was undertaken on (B)(6) 2025 during which the ipg was repositioned to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.